Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Healthcare professional later reported a left side possible rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings during analysis. ¿ crease/folding of implant: observed creases on the device. Additional observations: ¿ white particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported a left side rupture. Healthcare professional later reported a left side possible rupture and "any creases". Device has been explanted and replaced.